Event description:
The tech alleged that the nurse call did not function. The bed was located in 5 west at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records showed that hill-rom performed preventative maintenance on this bed from 2008 through 2014. It is unk if the facility performed preventative maintenance on its beds. No further info is available on the repair of the bed at this time; however, the investigation is ongoing. If any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.